Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration') and salpingitis ('fallopian tubes inflammation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, salpingitis, dyspareunia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, dermatitis allergic, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma, salpingitis, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : injury nos replaced with perforation uterine. New events added - dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, urinary tract infection, vaginal discharge, fallopian tubes inflammation. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration'), salpingitis ('fallopian tubes inflammation') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4 (number of fetuses: 4 (B)(6)2007), (B)(6)2011),(B)(6)2012),(B)(6)2014).). Concurrent conditions included abdominal pain, back pain, amenorrhea, vaginal discharge, bacterial vaginosis and vaginitis. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, salpingitis, pregnancy with contraceptive device, dyspareunia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Concerning the injuries reported in this case, the following one was reported via medical records:pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Event added from medical record: pregnancy. Medical history, concomitant conditions were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.